Event description:
It was reported that the needle mechanism did not retract as intended and bleeding was was found a the insertion site. This indicates a needle mechanism failure. The pod was worn between 36 and 48 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The pod was received with the formed needle visible in the exposed portion of the soft cannula. The formed needle did not retract on opening the device. Inspection of the internal components found the formed needle to be dislodged from the slide retract. Damages were observed on the bend in the formed needle and on the slide retract, indicating that the formed needle had been incorrectly installed into the slide retract. This incorrect installation resulted in the formed needle becoming dislodged during needle mechanism deployment, preventing the needle from fully retracting after deployment. The exposed needle also contributed to the reported bleeding and bruising event. Inspection of the device found the formed needle to be bent. It could not be determined when this damage occurred as the device was received with the formed needle exposed. It could not be determined if this damage contributed to the reported event. The download data from the device showed that an 0x1c alarm had been generated by the pod, indicating that the pod reach the expiration time of 80 hours. The data confirmed that the device ran for 80 hours prior to generating the alarm. This alarm is a safety feature of the device.